Event description:
Revision surgery - the shell had loosened.

Manufacturer narrative:
The reason for this revision surgery was due to the shell had loosened. The previous surgery and the revision detailed in this investigation occurred over 2 years and 4 months apart. The healthcare professional indicated there was no significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to loosening. There are many factors that may contribute to the event that are outside the control of djo surgical such as poor bone density, inadequate soft tissue support, patient's age, degenerative bone disease, patient bone deterioration, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined.